Event description:
Spontaneous ignition of a liv system with gce vipr valve from year 2009 reported (B)(6) 2014 from a (B)(6). No patients came to harm. Vipr serial number (B)(6). Filed 2014 in the (B)(6). IV 1000 conoxia cylinder had a barcode (B)(6). A patient was treated at the emergency ward at a hospital in (B)(6). The patient was connected to the heart defibrillator. The patient needed oxygen and the hose of the oxygen mask was attached to the oxygen cylinder. When attaching the lug of the cone of the oxygen bottle there was an immediate and loud bang and flames and a pressure wave. A massive hissing from the oxygen bottle was heard. The fire went to the defibrillator and its cable mounted on the device over. The patient was immediately taken out of the room. No patients or staff came to harm. The cylinder will be picked up for investigation. Additional information is expected.

Manufacturer narrative:
Evaluation: accidental spontaneous ignition in oxygen valve. Root cause unknown, investigations ongoing. Main manufacturer informed and involved in the analysis process. (B)(6) informed.